Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and menorrhagia ("prolonged menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2017, she underwent a partial hysterectomy to remove the essure device). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.